Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to lock. A field service engineer adjusted the drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer was failed and unable to lock. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.